Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (20-40 mg/dl) during the night. Customer's health care professional recommended the pump basal rate, correction factor, and carbohydrate ratio be adjusted. Tandem technical support guided the customer through adjusting the pump settings. Customer addressed low bg levels with juice and chocolate.